Event description:
On september 29, 2006 lay user/patient contacted lifescan alleging that her one touch basic enhanced meter was prompting the "insert strip" message. The senior medical affairs specialists mailed a letter since the patient could not be reached by telephone. The patient described feeling shaky and dizzy. She did not attempt to test before, during or after experiencing symptoms. The patient went to a healthcare professional for advice/assistance and a lab test was performed. The patient is waiting for the lab result. There was no indication that the patient received any medical treatment. It would have been helpful to know how long the patient had been unable to test, due to the reported issue, when she developed symptoms, her medication regimen, the lab result, and if any treatment was received. The customer care advocate discovered that the patient had been using incorrect testing techniques. The cca walked the patient through a retest and the issue was resolved. The meter, test strips, and control solution were replaced. This complaint is being reported due to the folowiong conclusion: the patient was unable to obtain results due to use error. At some point the patient had developed symptoms (shaky/dizzy), and was tested on calibrated lab device; the result is unknown) and the treatment information was not specified.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.